Event description:
Patient undergoing surgery for brain tumor in posterior fossa. Pt. Was in prone position and the head immobilized with tongs. 31/2 hours into the procedure, airway pressure were noted to increase and a suction catheter would not pass through the endotracheal tube. Direct visualization of oropharynx revealed kink in e.t. Tube. Tube removed and pt. Reintubated. Large kink noted in tube after removal.